Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie was broken, which hindered users from accessing the medication. The customer was informed of this finding and subsequently requested the cancellation of the field service engineer's dispatch. However, the customer managed to resolve the issue. The system functioned as intended after troubleshooting the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a malfunction in which the cubie lid failed to close properly. The customer stated that this malfunction occurred during the process of dispensing medication to a patient and confirmed that there was no delay in service or harm to the patient. There were no adverse events or injuries reported based on this event.